Event description:
The customer reported the device overheated. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the bearings were damaged and attachment blocked due to improper cleaning and maintenance, which caused the device to overheat. The device was repaired and returned to customer on (B)(4) 2013.